Manufacturer narrative:
(B)(4). The returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was bent in the middle and the pigtail was kinked. A functional evaluation noted that the findings from visual assessment indicate that likely there were issues advancing the device. No other issues with the device were noted. The reported event was confirmed. The issue occurred during procedure and the patient presented stricture, it is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Patient anatomy can cause issues to advance the device to the intended location, force applied to the device in order to advance it and customer maneuvering during placement can lead to bend/kink the stent, this condition could have affected the overall performance of the device. Therefore, "adverse event related to patient condition" is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2020. According to the complainant, during the procedure, inside the patient, when the physician attempted to deploy the stent, the stent could not pass through the stricture site of the anatomy. Another advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of pancreatic stent bent/kinked.